Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the relion® insulin syringe stopper separated from the plunger rod during use. The following information was provided by the initial reporter: "pharmacist called on consumer's behalf to report that the plunger rod separated from the rubber stopper. Occurrence date is unknown, lot # is unknown, product # 328506."

Manufacturer narrative:
Investigation: customer returned (11) 1cc, 8mm, 31g relion syringes (1 loose, 10 in a sealed poly bag) from lot # 8239880. Customer states that the plunger rod separated from the rubber stopper. All returned syringes were tested and no stopper separated from the plunger rod when drawing the plunger rod back. A review of the device history record was completed for batch # 8239880 all inspections were performed per the applicable operations qc specifications. There was one (1) notification (B)(4) noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that the relion® insulin syringe stopper separated from the plunger rod during use. The following information was provided by the initial reporter: "pharmacist called on consumer's behalf to report that the plunger rod separated from the rubber stopper. Occurrence date is unknown, lot # is unknown, product # 328506."